Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a scratch was noted on the iol after it was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol. Add'l info has been requested.